Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned to medtronic after thirteen months of service due to no telemetry. Bench testing at the returned product analysis laboratory (rpa) confirmed the no telemetry. The battery voltage measured 3.64v. The device was sent for further analysis with the battery still connected to the hybrid. Device interrogations with a programmer and with engineering software with the battery connected were unsuccessful; the no telemetry condition was confirmed. The battery voltage measured 3.64v. The battery was disconnected from the hybrid and the device was powered using an external power supply at 3.7v. Device interrogations with a programmer and with the engineering software were successful. The no telemetry failure was cleared during device power on reset. Comprehensive analysis determined that the device was fully functional throughout the analysis. No hybrid related anomalies were found. The cause of the no telemetry was not determined. (B)(4).

Event description:
The device was returned to the manufacturer with no information after being explanted. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.